Event description:
Customer reported experienced an unexpected restart after inserting a new battery. Customer blood glucose level at the time of call was 46 mg/dl. Customer states he treated for the low blood glucose with food and declined any troubleshooting for the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.